Event description:
Pt contacted dexcom technical support on (B)(6) 2012, to report that he had suffered a hypoglycemic event while sitting in a swing outside and had lost consciousness. Pt's wife tried to revive him with glucagon and juice but was unsuccessful so she called paramedics. Paramedics measured his bg at 29 mg/dl upon their arrival and administered more glucagon and juice and were able to revive pt. Pt reports that his wife noticed that cgm was displaying a blank screen at the time of his episode and that pt could have pressed some buttons in his confusion during his hypoglycemic episode. During a f/u call from dexcom technical support to pt on (B)(6) 2012, pt reports that he was feeling fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.